Event description:
It was later reported that log files were submitted since the patient was coming with hemoptysis, with continuous low flow alarm despite fluid resuscitation. They had prior extrinsic outflow graft obstruction (eogo) stent placed in 2024 (manufacturer report number 2916596-2024-02593). There was concern about pump thrombosis. The log captured multiple low flow alarms as well as brief low flow estimates on (B)(6) 2025. The estimated flows were averaging from 1.5 to 2.4 liter per minute (lpm) and pulsatility index (pi) was averaging from 6.2 to 10 during these events. Event log also captured low speed advisory the set speed was change to 4000 revolution per minute (rpm) with low-speed setting of 4300-4900 rpm at 14:41. Ultimately, the patient transitioned to comfort care and passed away on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later communicated that the patient transitioned to comfort care and passed away on (B)(6) 2025 due to hemorrhagic shock. The death was not considered to be device related. The device operated as expected. There was no evidence of pump thrombosis, but computed tomography (CT) angiogram of chest mentioned of possible outflow graft leak. The patient was not on anticoagulation at the time due to recent massive hemoptysis. The patient was given intravenous fluid (ivf) and blood products. CT surgery and interventional radiology (ir) teams were consulted. The patient opted for comfort measures only.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted requiring intubation with ongoing inpatient care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Additionally, the reported event of a possible outflow graft leak was unable to be confirmed via the submitted image. Furthermore, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined through this evaluation. One CT scan of the chest was submitted for review. The reported outflow graft blood leak could not be conclusively identified in the image. The system controller event log file contained events from (B)(6) 2025. Multiple low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the file. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, provides information regarding how to prepare the sealed outflow graft for implant and includes steps for attaching the graft to the pump. This section provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. This section (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ration values, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also contains a section on "blood leak diagnosis" and explains that a blood leak from any implanted component of the system can be identified through unexplained internal bleeding (beyond the perioperative period following implant), possibly with painful distension of the abdomen or tamponade. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data: section b2: outcomes attributed to the adverse event corrected section h6: health effect - impact code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6). The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.